Event description:
The rocker switch pencil was being used during a tonsillectomy when the rocker came off and fell into the pt's throat. This occurred twice. It was retrieved without any problems to the pt.